Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded tips reduction using the ¿sheath control technique¿ is safe and effective, and minimizes the risk of stent migration.

Event description:
Article: blue, r. E. (2015). Transjugular intrahepatic portosystemic shunt (tips) flow reduction with adjustable polytetrafluoroethylene-covered balloon-expandable stents using the 'sheath control" technique. Cardiovascular and interventional radiology. Purpose: to report the results of a ¿sheath control technique¿ utilizing constraining sheaths during deployment of ptfe covered balloon expandable stents, minimizing stent migration, and providing additional procedural control. Method: tips reduction was performed in 10 consecutive patients. Per the article deaths occurred within the study period.